Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as 2134265-2017-12156 and 2134265-2017-12157. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the pullback button was not working so they tried restarting the ilab. However, after restarting the ilab, the imaging pc froze and all buttons could not be pressed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed the product received in good condition with no visible damage observed. The image pc is not keeping the touch panel calibration causing the reported failure. The image failed the functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown. (B)(4).

Event description:
Same case as 2134265-2017-12156 and 2134265-2017-12157. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the pullback button was not working so they tried restarting the ilab. However, after restarting the ilab, the imaging pc froze and all buttons could not be pressed. No patient complications were reported.